Event description:
Report received from the USA stating "the shaft broke after only a few seconds of drilling." A second cutter was opened and no problem was experienced. The procedure was successfully completed with the second burr.

Manufacturer narrative:
The event was confirmed. For this specific device, initial indicated the diamond ball broke above the crimp in the cutter driver end. A review of the database revealed no other complaints for lot d383039717 from the same user facility. Investigation of cutting burr fractures initially indicated the most likely root cause(s) of cutting burr fractures during use was related to the surgeon's using too much pressure due to one of the following: a training deficiency of the user, specifically related to the lack of irrigation during use. The lack of irrigation resulted in the cutting burr being unable to cut without the debris being removed. Excessive force, axial or radial, applied to the bur head. Labeling provided with the device was inadequate. The cutter fracture is immediately evident to the user. If the burr shaft were to break in the drive flat area at the proximal end of the bearing sleeve the burr would cease to rotate. If the burr shaft were to break at the proximal end of the bearing sleeve a portion of the shaft and the ball could dislodge from the device. Since this device is used with magnification both of these failure modes would be visible to the surgeon. A field action has been initiated.